Manufacturer narrative:
Corrected sections as of 02-oct-2020: h10: most likely underlying root cause changed from "mlc-62: user had poor technique" to "mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up email on 13-aug-2020 to ensure the products resolved the initial concern - able to establish contact with customer and stated they obtained a replacement product and it resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Email from advocate was sent on behalf of the customer. The customer is concerned with tests results obtained of 502mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of hyperglycemia and dehydration. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.